Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient's device was explanted on (B)(6) 2025, due to skin flap breakdown at the implant site. The recipient's thin skin flap was first noted in (B)(6) 2022. In (B)(6) 2022, the recipient reported discomfort at which time it was noted that the device was visible through the skin. The recipient underwent an in-office procedure, under local anesthesia, to remove the retention stitch suspected to contributing to the skin thinning, the recipient was reportedly prescribed kelflx. In (B)(6) 2024, the recipient reportedly experienced pain and an infection at the implant site. The recipient was treated with antibiotics (type unknown). On (B)(6) 2025, the implant was exposed with insufficient skin elasticity, and it was determined that the implant could not be salvaged. After surgery, the site was dressed with bactigras and sterile gauze.

Manufacturer narrative:
The external visual inspection revealed sliced silicone overmold on the bottom cover, as well as a severed electrode. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This version of the hires 90k device is no longer distributed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient will be reimplanted at a later time. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.